Event description:
Philips received a complaint by the customer on the v60 indicating that a low 02 alarm sounded on the device. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and reported the reported issue could not be duplicated during testing. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time.